Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the rewind was slow. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2015 with the following findings: no activity related to pi observed in histories. Rewind, load cartridge, and prime steps performed successfully with no alarms. The pump was exercised for 24 hours with no alarms occurring. Piston was able to rewind and load fully. Investigators were unable to duplicate or verify reported issue. There was no defect found.